Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was not returned for evaluation. Visual evidence provided by site revealed that the seam of the controller pocket was torn. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported "damage waist pack" event can be attributed to normal wear and/or handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by product analysis that the controller pocket seams were damaged. The pack will be exchanged. No patient complications have been reported as a result of this event.